Event description:
Invalid result (s). The customer stated that the t line was present on the cassette when they removed it from the packaging. The customer had disposed of the kit before contacting acon ts and were unable to provide a lot # or exp.